Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualifications records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the customer woke up with a blood glucose of 400 mg/dl and was throwing up. The customer's mother gave her manual shots of insulin. Upon inspection of the pod, it was noticed that the cannula had dislodged from the insertion site. The pod was discarded.